Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166, product ID: bi71000135, product ID: bi71000138, product ID: bi71000273. H3: the manufacturer representative (rep) went to the site to test the imaging system. The rep found the door switch; lower door cap and sidewall cover damaged. They replaced the switch, lower door cap, sidewall cover and door slides. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the gantry door of the imaging system was not fully closing and was making clicking sounds, and subsequently, the door would not open. This issue occurred intraoperatively, and as a result, medtronic imaging and navigation were aborted. The patient was present during the event. Troubleshooting involved using an alternate open button to extract the gantry from the patient and table. There was less than an hour delay to the case. No reported impact to the patient.